Event description:
Reportedly, the sulu's jaws would not open to release the tissue after the instrument was fired over the tissue with gore seamguard. Consequently, two instrument handles cracked during the firing. Therefore, the surgeon decided to convert the procedure to an open surgery to remove sulu from tissue. Once the case was completed, the surgeon and sales representative determined that the sulu was loaded improperly onto the instrument handle. Procedure: right thoracotomy and lung resection. Patient status: no patient injury reported.